Event description:
It was reported that during an stent implantation procedure in the carotid artery, the balloon allegedly failed to inflate. It was further reported that the device allegedly had retraction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx pta catheter products that are cleared in the us. The pro code and 510 k number for the sleek rx pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The result of the investigation is confirmed for the reported balloon inflation issue. The attempted inflation of the balloon of the returned litepac device was unsuccessful due to a leak confirmed within the re-port. A visual examination of the re-port did not observe any damage. The investigation is inconclusive for the reported retraction issue. The patency of the litepac device was performed using an inhouse 0.014¿ guidewire successfully. A sheath was not returned. The root cause for the reported inflation and retraction issues could not be determined based upon the available information received from the field communications, images review and device evaluation. Labeling review: the instruction for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: precautions: dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/ sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: insertion and inflation: note: when the litepac catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an stent implantation procedure in the severely calcified carotid artery, the balloon allegedly failed to inflate. It was further reported that the device allegedly had retraction issue. The procedure was completed using another device. There was no reported patient injury.